Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No button error alarm or unexpected audio beep anomaly noted during our testing. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer explained that he was about to take a bath when the insulin pump alarmed. The customer did not state that the insulin pump was exposed to moisture. The customer was unaware of the customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.